Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This right atrial (ra) lead was an attempted implant due to an electrode end damage, which was caused due to the scrub tech sliding the suture sleeve in the wrong direction and becoming lodged over the helix. The lead was removed prior to pocket closure and another lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed no abnormalities with the lead. The inspection showed that no suture sleeve was returned with the lead. However, it is entirely possible that the suture sleeve can be slid down over the tip of the lead, or even off of the lead, without damaging the lead.

Event description:
This right atrial (ra) lead was an attempted implant due to an electrode end damage, which was caused due to the scrub tech sliding the suture sleeve in the wrong direction and becoming lodged over the helix. The lead was removed prior to pocket closure and another lead was used to complete the procedure. No adverse patient effects were reported.